Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The partially occluded target lesion containing a >45 and <90 degree bend was located in the severely tortuous and moderately calcified right coronary artery (rca). Following predilation using an unspecified balloon catheter, a 3.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced to treat the target lesion. However, when the physician tried to implant the device, it was noticed that the distal end of the stent was deformed. The device was removed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The tip od was measured and was within specification. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device into the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The partially occluded target lesion containing a >45 and <90 degree bend was located in the severely tortuous and moderately calcified right coronary artery (rca). Following predilation using an unspecified balloon catheter, a 3.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced to treat the target lesion. However, when the physician tried to implant the device, it was noticed that the distal end of the stent was deformed. The device was removed. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.